Manufacturer narrative:
The registration from the procedure was reviewed by medtronic personnel. However, the registration provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. The system exam was reviewed and all exams were computed tomography (CT) and had all anatomy in the image. Nothing was cut off. Registration was also reviewed. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure there was a reported inaccuracy with the navigation system. During the procedure registration passed with accuracy of 1.9 after registration. However, once the surgeon touched the skull base, it shows the brain, approximately 5mm inaccurately. The tracker did not move. There was a reported delay to the procedure of 5 minutes due to this issue and no impact on the patient outcome. The procedure continued with a different navigation system.